Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn, unk_sensor, mmt-7333 and mmt-6102. Troubleshooting was not performed for experienced a loss of communication between the insulin pump and transmitter allegation, and it is unknown whether the reported issue was resolved. Troubleshooting was partially performed for loss of communication between pump and mobile device and the customer was advised to move the pump closer to the mobile device or to position both the pump and mobile device on the same side of the body within 20 feet to potentially resolve the condition; however, the issue was not resolved. It was confirmed that the mobile device was not listed. The customer was then advised to delete the pump pairing from the mobile device's bluetooth settings and to follow the pairing process to re-pair the pump and mobile device as per the user guide. It is unknown whether the reported issue was resolved. No harm requiring medical intervention was reported. Product return is not required for mmt-1884, mmt-7841zn, unk_sensor, mmt-7333 and mmt-6102.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.